Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the cartridge o-ring and pneumatic tap area for any issues, clean the area with an alcohol wipe, and attach the cartridge fully into place. Despite these efforts, the customer was unable to load the cartridge successfully and was referred to csa for escalated troubleshooting.